Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat a stricture on (B)(6) 2026. During the procedure, a hole was observed at the proximal end of the balloon. The procedure was completed using another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event and the patient condition following procedure was reported to have fully recovered.